Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found with a damaged pole clamp assembly. This condition has potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged pole clamp assembly. To correct the condition, the pole clamp assembly was replaced.